Event description:
The customer reported that the insulin pump alarmed and the drive support cap was protruded. The blood glucose reading was 350mg/dl. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarmed during basic occlusion test due to protruded/loose drive support disk. Motor passed the motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.